Event description:
It has been reported that user was opening wheelchair, the x-hinge mechanism closed on his right index finger, causing injury which resulted in partial amputation of his right index finger.

Manufacturer narrative:
Product was not returned to manufacturer for evaluation, and it is unk if or when manufacturer may have the opportunity to evaluate. It does not appear that the product had malfunctioned but may in how the user unfolded the chair. Manufacture does not have all details of injury or event at this time.